Event description:
Just after going trans-septal, an error message was displayed on the acunav machine. The message stated "freeze image before disconnect". Checked the catheter/cable connection and rn checked the cable connection on the back of the machine. Message appeared several times after connections were found to be secure. Catheter was not replaced, nor was trouble shooting done due to septum being crossed. Case proceeded without an incident. Ep office and biomed were informed.